Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive iui male (right). There was no patient involvement.

Event description:
It was reported that the device had unresponsive iui male (right). There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer. Annex b: b01. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue "iui male (right) unresponsive¿ was not confirmed. Received on 17-jan-2025 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage and labeling damage. Test lvp units were connected to the pcu unit and was able to detect them. Unit passed iui connectors test on asm. Unable to verify or duplicate customer failure complaint. No faults found. Device to be returned to san diego repair center for processing. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.